Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a strained trunk cable, which damaged connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report a service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt.